Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut from the most proximal strut row was lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-may-2020. It was reported that stent positioning difficulties were encountered. The target lesion was located in the left coronary artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the stent could not be precisely placed in the lesion even after repeated adjustment. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.